Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] , perforation of the uterus or other structure [uterine perforation], perforation of the uterus or other structure [perforation of organ] , pain, including chronic pain [pelvic pain female] , device migration with associated complications including bladder, bowel, and urinary problems; [device migration] , bladder problem [bladder disorder] , bowel problem [other disorders of intestine] , urinary tract disorder [urinary tract disorder] , abnormal bleeding [genital bleeding] , inability to tolerate the device [device intolerance] , allergic or hypersensitivity reaction [allergic reaction] , device breakage during removal [complication of device removal] , dyspareunia [dyspareunia] , psychological issues [psychological disorder] , chest tightness [chest tightness] , numbness in arms, fingers and legs [numbness of extremities], fatigue [fatigue] , headaches [headache] , chest pain [chest pain] , struggle with focus [concentration impaired] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of vaginal discharge, swelling, seasonal rhinitis, dysfunctional uterine bleeding, vaginal discharge, knee pain, colic abdominal, dysmenorrhea, mood swings, multi gravida, cyst, asthma, elective abortion, cramp in lower abdomen, uti, inability to work, difficulty sleeping and back pain. Previously administered products included: copper iud, microgynon and depo provera. Past adverse reactions to the above products included: heavy menses with copper iud. Concurrent conditions were listed as shortness of breath, sweating, irritability, fatigue, tightness in chest, headache, heavy periods, genital bleeding, pain in hip and procedural bleeding. Concomitant products included depo provera (medroxyprogesterone acetate) and flucloxacillin (flucloxacillin sodium). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), chest discomfort ("chest tightness"), hypoaesthesia ("numbness in arms, fingers and legs"), fatigue ("fatigue"), headache ("headaches"), chest pain ("chest pain") and disturbance in attention ("struggle with focus"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, chest discomfort, chest pain, device breakage, device dislocation, device intolerance, disturbance in attention, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting . Please note that this claimant was added to the group register based on her instructions that she was recommended for removal in 2017. We understand she was under the care of hospital and on the day of surgery, the procedure was abandoned. We need to verify the claimant¿s instructions with reference to the outstanding medical records. The claimant has not undergone removal surgery. The date of the decision to remove the product was (B)(6)2017. Removal surgery was scheduled to take place on (B)(6)2017 but was abandoned due to the claimant experiencing intermittent chest tightness with numbness in her fingers during her pre-operative assessment on the day of surgery. The anesthetist recommended she undergo an echocardiogram, pulmonary function tests, and review by the respiratory physicians before the procedure could take place. The claimant subsequently moved abroad to a remote location for a number of years, and she has recently returned. To date, the claimant has not undergone a second attempt at removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: correctly sited implants. [Pregnancy test] on (B)(6) 2016: negative. [Ultrasound pelvis] on (B)(6) 2015: clinical history: 36-year-old. Scan identified a large right sided cyst, 50mm in diameter. Impression: the cysts has reduced from 50mm in diameter to 44mm. We would be happy to rescan in three months at your; on (B)(6) 2015: impression: normal scan. Complete resolution of right sided cyst. The uterus is retroverted (having coil fitted); on (B)(6) 2016: irregular bleeding normal appearance of retroverted uterus with regular 7 mm endometrium. No free pelvic fluid or adnexal masses. Both ovaries appear normal with functional follicle noted on right side. The kidneys and adrenal glands appear normal. According to bayer qa, the batch/lot number is he001153 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] . Perforation of the uterus or other structure [uterine perforation] . Perforation of the uterus or other structure [perforation of organ] . Pain, including chronic pain [pelvic pain female] . Device migration with associated complications including bladder, bowel, and urinary problems; [device migration] . Bladder problem [bladder disorder] . Bowel problem [other disorders of intestine] . Urinary tract disorder [urinary tract disorder] . Abnormal bleeding [genital bleeding] . Inability to tolerate the device [device intolerance] . Allergic or hypersensitivity reaction [allergic reaction] . Device breakage during removal [complication of device removal] . Dyspareunia [dyspareunia] . Psychological issues [psychological disorder] . Chest tightness [chest tightness] . Numbness in arms, fingers and legs [numbness of extremities] . Fatigue [fatigue] . Headaches [headache] . Chest pain [chest pain] . Struggle with focus [concentration impaired] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. He001153) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of vaginal discharge, swelling, seasonal rhinitis, dysfunctional uterine bleeding, vaginal discharge, knee pain, colic abdominal, dysmenorrhea, mood swings, multi gravida, cyst, asthma, elective abortion, cramp in lower abdomen, uti, inability to work, difficulty sleeping and back pain. Previously administered products included: copper iud, microgynon and depo provera. Past adverse reactions to the above products included: heavy menses with copper iud. Concurrent conditions were listed as shortness of breath, sweating, irritability, fatigue, tightness in chest, headache, heavy periods, genital bleeding, pain in hip and procedural bleeding. Concomitant products included depo provera (medroxyprogesterone acetate) and flucloxacillin (flucloxacillin sodium). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), chest discomfort ("chest tightness"), hypoaesthesia ("numbness in arms, fingers and legs"), fatigue ("fatigue"), headache ("headaches"), chest pain ("chest pain") and disturbance in attention ("struggle with focus"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, chest discomfort, chest pain, device breakage, device dislocation, device intolerance, disturbance in attention, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting . Please note that this claimant was added to the group register based on her instructions that she was recommended for removal in 2017. We understand she was under the care of hospital and on the day of surgery, the procedure was abandoned. We need to verify the claimant¿s instructions with reference to the outstanding medical records. The claimant has not undergone removal surgery. The date of the decision to remove the product was (B)(6) 2017. Removal surgery was scheduled to take place on (B)(6) 2017 but was abandoned due to the claimant experiencing intermittent chest tightness with numbness in her fingers during her pre-operative assessment on the day of surgery. The anesthetist recommended she undergo an echocardiogram, pulmonary function tests, and review by the respiratory physicians before the procedure could take place. The claimant subsequently moved abroad to a remote location for a number of years, and she has recently returned. To date, the claimant has not undergone a second attempt at removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: correctly sited implants. [Pregnancy test] on (B)(6) 2016: negative. [Ultrasound pelvis] on (B)(6) 2015: clinical history: 36 year old. Scan identified a large right sided cyst, 50mm in diameter. Impression: the cysts has reduced from 50mm in diameter to 44mm. We would be happy to rescan in three months at your; on (B)(6) 2015: impression: normal scan. Complete resolution of right sided cyst. The uterus is retroverted (having coil fitted); on (B)(6) 2016: irregular bleeding normal appearance of retroverted uterus with regular 7 mm endometrium. No free pelvic fluid or adnexal masses. Both ovaries appear normal with functional follicle noted on right side. The kidneys and adrenal glands appear normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-nov-2024: medical record received. New e vents fatigue, headaches, numbness in arms, fingers and legs, chest pain, struggle with focus & chest tightness were added. Lot number added.new reporters are added. Annex e codes are updated for all related events. Lab data added. Medical history, historical drugs were added. Concomitant drugs added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.